Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012, for this event. The fse downloaded the record and verified that the name in the transmit record was also incorrect. The customer then pulled up the record on their laboratory information system (lis) and verified that the name on the lis matched the name on the barcode label on the tube, which confirms that the barcode symbology is functioning properly. The fse also performed startup and ran controls; which all passed according to specifications. The fse then performed a sample test using the proper patient name; however, the fse was unable to replicate the issue. The failure mode is unknown to date.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that one (1) sample had an incorrect patient name generated on the coulter lh 500 instrument. The patient identification number and demographics were correct on the instrument printout, but the name on the printout appeared incorrect. The customer indicated that the results crossed correctly into the laboratory information system (lis) system and matched with correct patient name at the lis. The patient data summary is provided in the attachment section of this report. The customer had faxed the printout of the record, along with other instrument history, to bec hotline. Service request was initiated. Erroneous results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.